Manufacturer narrative:
Device used for treatment. The manufacturing documents were reviewed and no complaint related issues were found. The raw material papers were reviewed and met specifications. All features that could be measured were in specification. An exact cause could not be found. There was no product or material fault was found.

Event description:
A hospital in (B)(6) reported that during insertion of a ssfn tibial nail the surgeon was using the aiming device and the 5.0mm locking screws were hitting the nail. The surgeon then placed 4.0mm locking screws in the proximal holes of the nail. The nail was successfully implanted and patient is reportedly doing well. This report is #3 of 6 for the same event.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.